Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed via information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that images do not transfer caused by electrical component failure. The customer contacted olympus technical assistance support (tac) via phone and troubleshooting steps were performed but issue persisted. Then field service engineer (fse) was dispatched to customer site and connected cables properly for video. Ran off 190, it was believed cables and settings were switched and issue was resolved. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device cannot transfer images. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.